Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implant procedure, surgeon loaded the lens into patient's eye. When inspected under scope noticed mark on optic area. The surgeon did not explant the lens informed that the mark was not much but there should not be any. The procedure completed on the same day, no harm reported. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A photo was available of the lens inside the eye. The multiple rings and the two sets of toric axis marks were observed. A red circle has been placed onto the image to indicate the area of customer concern. Inside this placed red circle, a small shadowy mark was observed near one toric axis mark. This mark has the appearance of possibly a scratch. Upon magnification, the image becomes too blurry to make a confirmation. A qualified cartridge, viscoelastic, and handpiece were indicated. The lens remains in the eye. Based on our observation of the attached photo, a small shadowy area was observed on the lens inside the eye. The photo was too blurry upon magnification to make a determination. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is:(B)(4).